Manufacturer narrative:
Add'l info will be provided when the MFR has completed the investigation.

Event description:
The facility would not release any info to the arjohuntleigh investigator regarding the circumstances of this event. It was reported that the pt was injured and hospitalized. The extent of the injuries and any treatment given was not described. The facility submitted medwatch form (B)(4), which was forwarded to arjohuntleigh. According to the medwatch form, "a certified nursing assistant was transferring a pt from bed to shower using the arjo opera lift with a sling. While transporting the pt to the shower, the employee noted that the pt was sliding sideways and coming off of the sling. The employee grabbed the sling and tried to lower the pt to the floor but pt did fall to the floor. Staff found that the gray connector clip on the upper left of the sling had snapped in half and caused the sling and pt to fall." (B)(4).